Event description:
The customer reported that the device was beeping and had a service required message. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device was beeping and had a service required message. There was no reported pt involvement. This complaint is still being investigated a follow-up report will be submitted upon completion of the investigation.